Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer the legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Since 5 years have passed since the subject device was delivered, it is likely that the locking latch of the video connector socket became worn and failed due to repeated use for a long period. As a result, the electrical contacts on the video connector socket became unstable causing the image to flicker. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was tested and inspected found a loose video connector unit latch causing unstable/flickering image, scratches on the top cover, faded front panel, debris/dust in/outside, old software version. Version. The asset scope was repaired to standard specifications and returned to the stock. The asset scope was last serviced via repair on february 1, 2017. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system's image was unstable/flickering due to a defective locking lever at the scope connector. There was no report of any problems associated with the device and no report of patient injury or harm.